Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "defrost not working". Reference repair order # (B)(4). (B)(4).

Event description:
Customer stated "defrost not working". Reference repair order #(B)(4). Ref: (B)(4).

Manufacturer narrative:
(B)(4). Investigation: x-inspect returned samples . Analysis and findings . Distribution history: this complaint unit was manufactured at csi in 1996. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. A large number of returns are due to aged units. Product receipt: the complaint unit was returned on a repair. However, based on log 92709, this unit was at csi on 8/28/19. Visual evaluation: visual examination of the complaint unit revealed physical damage. Service & repair confirmed the I/e tube has been bent and cracked and the handle was ty-wrapped together. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The damage was impacting proper function. Root cause: the root cause of this issue has been attributed to wear and tear. *correction and/or corrective action the unit was repaired, tested to specifications, and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity : coopersurgical will continue to monitor this complaint condition for any trends.